Event description:
The customer reported while the epiq cvx ultrasound was being used in an operating room for an unspecified procedure, the system screen froze without a message and needed to be restarted twice. The procedure was able to be completed. No patient or user was harmed as a result of the issue. The service engineer replaced the acquisition module to repair the system. Philips has started an investigation for this complaint.

Manufacturer narrative:
After a thorough investigation, it was determined that the issue was resolved after replacing the acquisition module; however, the device analysis did not find any failure of the module.